Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with closurefast catheter, 7f, 60cm. The physician states that she has recently experienced a large amount of "extended heat induced thrombus" (ehit) complications recently. The physician states that it's not linked to a particular catheter; however, they've seen more than an usual amount.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.